Event description:
Device 1 of 2. Reference MFR report #1627487-2014-08226. Info received identified the pt alleges to have experienced "burning sensations and shocking during charging and without." Per a legal preservation notice, the pt's system was explanted (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received from the patient's attorney after review of the medical record indicated on (B)(6) 2014 the patient's physician reportedly recommended the patient undergo explant of her scs system to obtain an MRI due to recent injuries sustained in order to better address her pain. The patient's system is explanted.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.